Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010: "the annulus was then carefully debrided and sized to a 23 magna pericardial valve which was seated with interrupted pledgeted sutures. Upon testing the clearance, the orifice of the coronary ostia and the right ostium was clear; however, the left main was no clearly visualized. Not wanting to take a chance on possible encroachment of the left main by the sewing ring the 23 magna valve was removed and a 21 magna valve was placed."

Event description:
The patient presented with a stroke and was symptomatic of an occluded basilar artery. The physician encountered difficulty accessing the basilar artery through the left vertebral artery but was able to successfully perform angioplasty and implant a stent. A dissection was noted in the left vertebral artery. The physician stated "the dissection was not related to the balloon or the stent. They physician said, the patient had a great angiographic outcome and felt the dissection was caused by the occluded artery." The patient died shortly after the procedure. No other information was provided.

Manufacturer narrative:
(B) (4) = sizing issue. Evaluation summary: returned 5 pieces of tissue may have been sections of a tissue valve. The smallest piece measures to approximately 3mm by 3mm and the largest measures to approximately 12mm by 8mm. Calcification and host tissue are evident onto the returned tissue pieces. Not able to evaluate. X-ray additional manufacturer narrative: the device evaluation was completed on 05/26/2010.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received on 05/05/2010. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.